Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined combo medication not linked. A technical support specialist added combo medications through profiled removals to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system showing override a linked product. Customer stated that when overriding a linked product the second component does not dispense into the station. Nurse did override key and get to the medication from alternate station. The customer mentioned that there was delay in patient care to retrieve the critical medication and the delayed medications was lorazepam. There were no adverse events or injuries reported based on this event.